Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at 11:00 pm, the patient's daughter called 911 because the customer cannot walk, cannot remember everything, she was sick, she threw up. After warm up of the installed sensor, it routed to signal loss on the omnipod 5 insulin pump and dexcom app. The approximate time when the issue was noted before the symptoms was 6 hrs. The daughter tested her sugar and it was 600 mg/dl above. When the 911 arrived, they brought the customer to emergency room and put on ICU and her blood sugar when she arrived it was over 1000mgdl. The complaint documents dka. The nurse removed the sensor and the omnipod from her body. They gave insulin, then her sugar dropped down. The doctor gave medications like d10, antibiotics, fluids because she was dehydrated, zofran because the customer throwing up, insulin drip when she arrived in the hospital. Length of stay was more than 24 hours. She was fine/good during the report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 2/2/2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at 11:00 pm, the patient's daughter called 911 because the customer cannot walk, cannot remember everything, she was sick, she threw up. After warm up of the installed sensor, it routed to signal loss on the omnipod 5 insulin pump and dexcom app. The approximate time when the issue was noted before the symptoms was 6 hrs. The daughter tested her sugar and it was 600 mg/dl above. When the 911 arrived, they brought the customer to emergency room and put on ICU and her blood sugar when she arrived it was over 1000mgdl. The complaint documents dka. The nurse removed the sensor and the omnipod from her body. They gave insulin, then her sugar dropped down. The doctor gave medications like d10, antibiotics, fluids because she was dehydrated, zofran because the customer throwing up, insulin drip when she arrived in the hospital. Length of stay was more than 24 hours. She was fine/good during the report. Data investigation could not confirm signal loss issue. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.